Event description:
Patient reported the up and down buttons on the function device are defective and this affects their ability to administer boluses, adjust the piston rod, and see alert/error messages. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.